Manufacturer narrative:
A review of complaints for this product line was conducted over the last 3 years for reports of infections and no adverse trends observed. No other complaints were received for this sku and lot of production. The risk assessment was reviewed for adequacy and no issues identified. A causal relationship between the use of the catheters and urinary tract infection could not be determined. This sku is not sold in the united states but a similar product, sku 82121-30 onli catheter, is.

Event description:
It was reported that an end user who was using the hollister infyna hydrophilic intermittent urinary catheter, started to feel unwell. It was reported that inserting the catheter made his insides feel like it was on fire and there was a small amount of blood at the end of the catheterization process. It was further reported that his urine tested positive for an infection and he was placed on antibiotics.